Manufacturer narrative:
Product analysis results are: anatomy at implant was unknown. The pre-implant films, films during index procedure, films from the reported distal type I endoleak (study date (B)(6) 2016), films during the secondary intervention, and films after secondary intervention were not provided. Contrast was confirmed outside the distal end of the contra limb, but did not appear to be feeding the abdominal aortic aneurysm. The exact cause of the loss of seal and contrast seen outside of the right contra limb could not be conclusively determined from the films provided. It is possible that disease progression, dilation of the common iliac arteries, could have contributed.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that, a recent CT revealed that the aneurx stent graft had a distal type I endoleak in the right common iliac artery. The patient was treated with endurant iliac extension. The physician elected to also embolized the right hypogastric artery extending into right external iliac artery. The distal type I endoleak were resolved. The physician stated that the cause of the event was due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.